Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by the distributor that the costumer using 5-0 nylon and the needle keeps popping off. It happened to the multiple doctors and just being connected that they are all have the same lot number. Unknown number of devices available for return. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint: (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - what is the total number of procedures? Unknown - have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? I don¿t believe so _ h please confirm - if this event occurred during multiple procedures, please create a product complaint for each event and provide the corresponding reference number(s). Unknown. Boxes of sutures given to me with notes from other nurses or surgeons that occurred with the lot - when did the needle pulled-off occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During suturing - how many devices demonstrated the alleged deficiency? 10 boxes - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Awaiting direction on what to do with affected product - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). (Please refer the attached email).